Event description:
It was reported the unit will not turn off the way all other units that are on-site operate. It was also reported the device will not power off when pushing the power button. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).